Event description:
It was reported that the patient was experiencing a burning sensation when stimulation was on and was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted leads will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7105221/7070467.

Event description:
It was reported that the patient was experiencing a burning sensation when stimulation was on and was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted leads will not be returned.

Manufacturer narrative:
Sc-1416, (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes in the monitored stimulation on an oscilloscope. Current leakage test and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The highest temperature during therapy cycles was within the acceptable range.